Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture resulting in a recorded right ventricular automatic threshold (rvat) test episode. Device data was sent to rhythmcare for review. Rhythmcare then provided guidance on completing an auto threshold test prior to programming the rvat feature on. This lead remains in service. No adverse patient effects were reported.